Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics were not provided.

Event description:
It was reported that tubing leaked at the filter. The pharmacist stated that there was an occurrence of leaking at the 0.2 micron in-line filter site toward end of 24 hour chemo infusion with etoposide+doxorubicin+vincristine. There may be crystallization occurring at filter site, especially when bag is refrigerated for a certain time frame. There was no patient harm.